Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24july2019. The field service engineer (fse) visited site and inspected the device. The fse confirmed the problem. The fse replaced the user interface (ui) printed circuit board assembly (pcba). The part was returned to the manufacturer for investigation: it was determined that no fault was found.

Event description:
The customer reported that the ventilator turns on by itself. There was no patient involvement.